Manufacturer narrative:
Date rec¿d by MFR : 16jul2019, date of report : 22jul2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the power switch overlay and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25sep2019, b4: 09oct2019. The replaced power switch overlay was returned and failure investigation was performed on 25-sep-2019. It was determined that the reported green led (light emitting diode) indicator failure was caused by a damaged component within the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 09oct2019. Device evaluated by the manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19july2019.

Event description:
It was reported that the ventilator's green led indicator was flickering. There was no patient or user involvement.